Event description:
#Medwatcher #followup 1, #FDA mw5035980, #(B)(4). I think the pain will kill me. I have no insurance, medicaid not available in (B)(4). No relief in sight.

Event description:
Almost constant severe abdominal cramps, menstrual cycle almost twice a month lasting 5-11 days, severe ache/nerve pain down right side from under my ribs to the sole of my foot, sharp pains in abdomen, pain during intercourse to the point of now near celibacy, severe exhaustion especially during and after cycle, CT scan showed only one coil (there should be one on each side), had to borrow money to see doctor to get (limited) vicodin prescription (taking an average of 5mg a day), no insurance or money for coil removal. (B)(4).